Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary planned treatment procedure was being performed when the issue occurred and was aborted and completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to emit x rays. The review of system log files showed that the fdc (flat detector controller) failed the post (power on self-test). Upon troubleshooting, the fse found that the fdc was defective. To resolve the issue, the fse replaced flashlite high end kit, installed the software and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.